Event description:
It was reported that the system 9800 had poor image quality. There was no adverse patient involvement reported. All reported patient information reported has been recorded in section of this report.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Image quality was found to be within specification. The investigation revealed that the problem occurred during a lumbar microdisectomy on a very large patient. Images were taken in high level fluoro mode and displayed with auto histo enabled. Image was too white. Image is improved by using manual adjustment of contrast and brightness. This technique was shown to staff and system returned to service.